Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a sling placement procedure on (B)(6) 2008. According to the complainant, post procedure, the patient experienced infections, vaginal pain, dyspareunia, and mesh erosion. The exact nature and date of onset for each are unknown. On (B)(6) 2011, the patient had surgery to remove some of the mesh. The details of this surgery are unknown. All other information is unknown and reportedly unavailable.